Event description:
It was reported that cadd legacy plus pump is alarming no cassette not attached. No patient injury reported.

Manufacturer narrative:
Other text: device evaluation: one device was returned and visual inspection revealed seal and housing intact. Upon inspection, a cassette was attached to the device and ran with no issues. Could not duplicate the "no disposable" alarms. Recalibrated upstream sensor as preventive measure.